Event description:
Patient transferred in by helicopter, warming blanket used while in flight. Upon arrival, noted on patient's legs, several small reddened areas and one of these areas had a small blister. The warming blanket had been used on the patient with the blanket touching the legs. Patient had been aware of the heating sensation of the blanket. Burns were not serious. All blankets were pulled from stock. The blankets heating properties are air activated, no electrical component is used for these.